Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision with two 405cc mentor memorygel breast implants, suffered bilateral capsular contracture; baker grade IV on the right and baker grade iii on the left, post-operatively. As a result, the patient underwent bilateral explantation without removal on (B)(6) 2020. During that explantation surgery, bilateral breast implant ruptures were found and granulomas outside the right breast implant was also discovered. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On july 28, 2020, the investigation was completed. Device investigation summary: upon visual evaluation of the image provided in the complaint, loss of gel from the implant can be observed. Scar tissue next to the implant also could be observed. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens or immune system disorders. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Although the product was not received, the manufacturing records of the lot-serial number provided were identified. The manufacturing records were reviewed, and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical/secondary review of this file performed on march 9, 2020, it was decided to remove device code 1546 (material rupture) and add device code 1267 (gel leak) to more accurately capture the reported event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 8, 2020, mentor received the following information: the patient also experienced discharge from both breasts for three years prior to the implant explantation surgery and that the right breast also had an infection, discovered during explantation. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.